Event description:
A nurse reported that during implantation of an intraocular lens (iol), plunger went over the lens. There was patient contact and no patient harm. The surgery compete on same day with back up lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. Due to an import issue with the shipping carrier, the product has not been received to evaluate. File will be reopened when product is received by the manufacturing site. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company preloaded device, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: due to rapid advancement faster than the IFU recommend rate. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high 23°c / 73° f lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned loose in a plastic bag. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to the fill line and has overrode the lens. The lens was still in the lens loading area. The trailing haptic was folded onto the anterior optic surface along the left side of the plunger. The leading haptic was extended. Viscoelastic information was not provided. It is unknown if a qualified product was used. The root cause cannot be determined for the reported complaint. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).